Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within spec and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had blood glucose values from 40 to 600mg/dl. The insulin pump had motor error and battery error alarms. No further details were provided. No harm requiring medical intervention was reported. Troubleshooting was not completed. The insulin pump will be returned for analysis.